Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had low blood glucose and received a threshold suspend. It was reported that custome's blood glucose was low in the 20 mg/dl. Caller requested explanation on the meaning of theshold suspend. Caller declined further troubleshooting due to customer's blood glucose rising. Customer's blood glucose was that point was 110 mg/dl.